Event description:
It was reported that the system would turn on and stop at the test screen and it was noted that the coin cell battery voltage was low, which intermittently prevented the system from booting up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The coin cell battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.